Event description:
The customer reported that following a diagnostic catheterization procedure 2003, a vasoseal elite was deployed. During the deployment procedure, the locator was pulled back to engage the j segment and the j segment pulled into the tissue tract and was protruding from the skin. The j segment was retracted and the locator was re-advanced into the tissue tract. The j segment was re-deployed and when the locator was pulled back to engage the j segment, the locator pulled out of the tissue tract without any resistance. Upon examination of the locator, it was noted that the j segment was missing. The pt's artery was visualized under fluoroscopy and the j segment was observed in the pt's artery. The pt was taken to surgery and the j segment was removed.